Event description:
It was reported that after a da vinci-assisted surgical procedure, the prograsp forceps instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the damage observed to the instrument was clarified as a broken cable. Photographic images of the device were not available for further review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.